Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced loss of dexcom g7 continuous glucose monitor (cgm) readings on the ilet pump, resulting in the cgm not being paired with the pump. No adverse clinical symptoms reported. Symptoms included absence of glucose data display on the pump. Outcomes included temporary interruption of cgm data and no health impact. User support included remote troubleshooting and education, which involved confirming no other devices were connected, instructing the user to toggle bluetooth, restart, and re-pair the dexcom g7 to the pump. Investigation of this case revealed that signal loss and pairing disruption were present, and the device restored function after re-pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was communication disruption between the cgm and pump that resolved with standard pairing and connectivity procedures.